Manufacturer narrative:
The reported events were lead dislodgement and helix would not extend. As received, a complete lead was returned in one piece. The reported event of helix would not extend was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue.

Event description:
During follow up, the right ventricular (rv) lead was noted to be dislodged. The rv lead was explanted and replaced and the patient was in stable condition.